Event description:
A bladder neck suspension procedure was performed 11/5/96 at another user facility. The pt suffered a perforated bladder at the time of the procedure, however, no intervention was required. The pt returned to this user facility in 2/97 with acute pain. A CT performed revealed an anchor had dislodged and was free floating. The pt was diagnosed with osteomyelitis. The pt underwent removal of both anchors and was placed on antibiotics. Attempts to obtain further details regarding the circumstances surrounding this event has been unsuccessful. Without further details, co is unable to determine the cause for this event. Osteomyelitis of the symphisis pubis occurs most often as a secondary infection from an adjacent focus (after surgery). It may also result from hematogenous spread from bacteremia. Risk factors such as obesity, diabetes, and immunocompromised pts can further predispose the pubis to infection. "Surgical trauma and impaired vascular circulation can injure the periosteal integrity of the symphsis pubis, and leave the bone susceptible to infection. Any local infection, wound infection or abscess could then secondarily infect the bone."1 "osteomyelitis of the pubis: complication of a stamey urethropexy,"the journal of urology, vol 151 (6/94), pp 1638-1640.